Manufacturer narrative:
(B)(4). Following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent a mesh revision on (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4) - bladder spasm. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was implanted. The patient experienced multiple complications, including erosion, bladder spasms, continued incontinence, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.